Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis noted clavicle crush at 24.0 cm from the connector pin; the outer coil was fractured in this region. (B)(4). (B)(6).